Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior and posterior colporrhaphy and cystoscopy. It was reported that the patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital.